Event description:
Patient reported the last tubing freedom 60 were defective, no details provided. No missed dose or side effect reported; unknown if available for return; unknown if md aware. Lot number not provided. No further information provided. Tubing used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by pt/caregiver.